Manufacturer narrative:
It was reported to philips that the device ECG cannot b measured and the self test is failed. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a replacement of the ECG cable was suggested. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable, which was replaced by the customer, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device ECG cannot be measured and self-test is failed. There was no patient involvement.